Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the healthcare provider (hcp) ¿overmedicated¿ the patient and she went into a coma a month ago. Further information was not provided. It was unknown what drug the pump was being used to deliver, what interventions were required, and patient outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.